Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2021).

Event description:
It was reported through the results of a clinical trial that approximately five months and eight days post index procedure, re-intervention of the av access circuit was performed for occlusion of left proximal cephalic vein, treated with standard pta and drug coated balloon. Approximately five months and twenty-five days post index procedure, re-intervention of the av access circuit was performed for occlusion in the outflow vein in left upper arm, treated with thrombectomy and drug coated balloon. The re-intervention was not successful and new av fistula was created. The current status of the patient was not provided.

Event description:
It was reported through the results of the clinical trial that post angioplasty procedure, the patient allegedly experienced restenosis and thrombosis. It was further reported that standard pta was performed to treat the target lesion. The current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 08/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.